Event description:
Ambulance personnel were attending to an unconscious patient in full cardiac arrest. The operator attempted to obtain a rhythm analysis, however, reportedly when the analyze button was pushed, the device displayed a service wrench, locked up and would not function. A back up device was obtained and used to continue treatment. The patient was successfully transported to the hosptial. There were no adverse effects to the patient reported as a result of the alleged malfunction.